Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional from a clinical study on depression reported the most common adverse effects with device programming were transient contralateral upper extremity paresthesia. The side effects either habituate rapidly or can be reversed almost immediately with changes in parameters. Another common side effect included blurred vision that almost immediately resolved with changes in parameters. Neither paresthesia or blurred vision persisted. Another non-serious anticipated adverse event that was thought likely to be illness related or otherwise unrelated to device or programming was headaches but it was thought it may be in part related to the surgery. Additional information reported the symptoms were not determined to be due to a device problem. Paresthesia and blurred vision were programming related and reversible. The headaches were persistent since implant. Additional information received reported medication augmentation had been resumed without response. The patient had shown no response to study intervention. The deep brain stimulation hardware was explanted without complications.